Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed using tandem charging cable and wall adapter, left wall adapter plugged into working outlet for at least 30 minutes, and pump began charging with original charging supplies, so no further assistance was required.